Manufacturer narrative:
Product complaint # (B)(4). Section h7: remedial action initiated type. Recall does not apply to this complaint because the product lot is not available. Therefore, it is not known if it's part of the recall affected lots.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3: date of event: the date of the event was not reported. Section d4: the product lot number was not available / not reported. The expiration date of the device is not known. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Section h9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r. Two photos accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. No further damages could be noted. This issue is being addressed through cerenvous quality system. The issue regarding a catheter being broken was confirmed based on the shaft separation observed; this damage may be the result of the difficulties experienced during the device withdrawal. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy procedure, the physician used a cerebase guide catheter distal access (gs9090sd, unknown lot), with a difficult aortic arch, but not that much. The intermediate catheter (sofia plus 6fr) wasn't able to climb. He took out the cerebase to discover that it was broken almost in two pieces. Nothing was left inside the patient. The procedure was successfully completed with a competitor¿s products. Additional event information received on 31-jan-2024 indicated that the event happens in the aortic arch while navigating to the clots. Therefore, no adapt technic had been involved in the event since they hadn¿t reached the clots. There was no damage noticed on the sofia catheter. The catheter was not able to go thought the cerebase so they pulled out the cerebase to see why. There was no patient injury as a result of the event. There was approximately a 1¿5-minute procedural delay since they simply opened a new neuromax and proceed.